Event description:
It was reported that the insulin pump alarmed motor error during the rewind process. The caller did not know the blood glucose reading. The customer stated that she had gone into the hospital to get an ultrasound image taken, and she had forgotten to remove the device. The insulin pump had been exposed to a strong magnetic field and had a blank screen, followed by numbers on the screen counting from 1 to 6. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with constant motor error alarm during rewind due to motor encoder out of phase. The insulin pump was unable to perform displacement test due to motor error alarm. The insulin pump was received with cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.